Manufacturer narrative:
Customer reports that the pink slide insert did not move forward. The device was received fully deployed with the pink slide insert visible through the viewing window. Data downloaded from the device indicates it ran for 2517 pulses, administered multiple boluses, and maintained basal delivery throughout the run. The needle mechanism was reset and successfully deployed. No other damages or defects were noted that would result in a needle mechanism failure. Nothing was found that would indicate the device did not deploy: the device was found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 387 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, patient removed pod and reported the pink slide had not moved forward; this indicates a needle mechanism failure occurred. As treatment, multiple boluses and a manual injection were delivered.